Manufacturer narrative:
Damaged pawl pin. Evaluation summary: the analysis results found that one device was returned with the firing mechanism damaged and without a reload present. The returned device was disassembled to verify the condition of the internal components and the pin pawl was noted to not be properly flared, causing the firing mechanism not to properly operate. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the device misfired. There is no additional information available. Another device was used to complete the procedure. There was no adverse consequence to the patient.